Event description:
Customer claims the cooling fan on this unit is not working. No pt involvement.

Manufacturer narrative:
(B)(4). Field service rep tested unit and confirmed fan failure. Replaced fan. Performed ovp as per service manual. Unit is working as per MFR specifications.